Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a low blood glucose value of 40 mg/dl because the insulin pump did not suspend delivery. The customer was treated with carbohydrate. It was unknown that customer was using auto mode feature the device will not be returned for analysis.